Event description:
When putting in trocar -visiport- during laparoscopic, physician was unable to visualize into skin layer. He removed scope and trocar and noticed the lens was off the scope and 6 pieces from inside the scope were inside the trocar. Trocar and scope were taken off the field. Trocar penetrated into fascia layer only. Stryker rep advised that the age of the instrument and the use of non-recommended autoclave sterilization may have contributed to the failure.